Event description:
(B)(4). One month after placement of the essure coils I started having severe pelvic pain, lower back pain,heart palpitations, muscle and joint pain, headaches,numbness and tingling in fingers,loss of teeth,